Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that patient underwent total hip replacement surgery in 2006, during which he received a durom acetabular component. Post-op patient reports he has been experiencing pain and surgeon has recommended revision, which is not yet scheduled.